Event description:
A malfunction alarm was reported by the distributor due to a 42t mcg error, despite several attempts to reset the pump. There was no adverse impact to the customer¿s blood glucose level as there was no information provided. The pump is expected to be returned for further investigation and a replacement pump has been arranged.